Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was also had received with missing end cap sticker. No moisture damage found inside the pump noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.